Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during visual inspection. An alarm was unable to be duplicated during functional testing. The device failed leak testing and the c5 valve, piston and membrane gasket were replaced. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem was unable to be confirmed during sample analysis as it was not specified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review was performed and determined that the device was no longer in its original manufactured condition. The cause of the issue was determined to be a hardware problem due to an issue with the pump. The c5 valve, piston, and membrane gasket were scrapped, and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).a request for the device was made and return procedures were intitiated. Upon receipt, an evaluation will be performed to investigate the reported failure. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced an unspecified failure on the homechoice machine coincident with therapy for peritoneal dialysis. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.